Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf and medical records received. Ppf has no allegations. After review of medical records, patient was revised to address severe failure of right total hip arthroplasty. Revision notes reported that stem was found to be extremely loose. The screw and cup were removed. It was also stated that during the process removal, the patient had anteromedial bony deficit. There was also a leg length discrepancy noted and also sustained a fracture intraoperatively. Clinical notes reported patient underwent a failure of his right total hip replacement and progressed to having increasing right hip pain.